Event description:
It was reported that the patient experienced telemetry issues and an ins overdischarge was suspected. The patient had stopped using his stimulator and had not recharged in over a year due to massive swings in the intensity of the stimulation with postural changes. In addition, it was reported that the patient had never gotten therapeutic effect. Several physician recharge modes were performed and the patient was able to obtain a normal charging screen. The patient charged the battery, went six days without charging, and the battery was again unable to communicate with the 8840 programmer due to discharge. It was noted that the patient had lost a lot of weight. A power-on-reset condition was reported. It was later reported that the patient was having his battery replaced with a restoresensor. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient was doing "wonderfully" post-procedure. Stimulator was explanted along with the extensions and previous fusion hardware. Previous fusion hardware had failed and doctor repeated the fusion procedure successfully. The patient did not anticipate needing his stimulator again. The paddle lead was kept in place just in case the patient should desire spinal cord stimulation again in the future.

Manufacturer narrative:
(B)(4). Lead: model 39565-30 serial# (B)(4), implanted: 2007 (B)(6), explanted: na; extension: model 3708140, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; extension: model 3708140, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).